Event description:
In 2003, the patient reportedly was unable to hear while using the sound processor. External equipment was ordered by the patient's parent. In 2003, the patient was seen at the center for device evaluation. Testing performed confirmed that the device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another clarion device.